Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sep-04, information was received from a patient receiving dilaudid (unknown dose and concentration), bupivacaine (unknown dose and concentration) and a third unknown drug via an implantable pump for non-malignant pain. The patient reported their pump was alarming/beeping. The pump had been sounding a two-tone alarm every 10 minute since (B)(6) 2019. The patient mentioned that their back had been hurting her more during this time. The patient reported they tried requesting a bolus on the date of this call and got code 8286 (empty reservoir alarm occurred). The patient stated their next refill was scheduled for (B)(6) 2019. The patient was redirected to follow up with their healthcare professional (hcp).